Manufacturer narrative:
Additional information: patient code:(B)(4). The device remains implanted in the patient and is not available for evaluation. Device identifiers are not available. Hyphema, cyclodialysis, decreased vision, and hypotony are identified in the device labeling as known inherent risks of glaucoma stent surgery. MFR reference # (B)(4).

Event description:
The surgeon reported that an istent patient presented 4 days post-operatively with hyphema and hypotony. The cataract surgery with istent implantation was uneventful. The surgeon conferred with the glaukos medical monitor who reported that the patient presented with hyphema resulting in hand motion vision on post-operative day #2. The surgeon and the glaukos medical monitor reviewed options and determined that the surgeon will use the ubm in office to assess for a cyclodialysis cleft.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR reference # (B)(4). Submitted to FDA on 1/12/2017.

Event description:
Clinical follow up was requested and on 1/06/2017 the surgeon provided the following event details. The hypotony was managed with medications. In the surgeon's opinion, the likely cause of the hypotony was that the ciliary body "shut down". The hypotony resolved with medications and the hyphema resolved without intervention. The patient was not taking any anti-coagulant medications preoperatively or postoperatively. The adverse events were reported to have resolved and the patient's current status and prognosis was reported to be stable.